Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, hypotension due to a large emboli in the left main artery was noted. A soft thrombus/plaque in the left main artery was noted after deployment. The origin and how the thrombus/plaque embolized into the artery was unable to be determined. The coronary artery was engaged and cannulated. A balloon angioplasty was performed and suction was used to remove some of the plaque from the artery. However, the patient did not recover and expired. The death was reported not to be related to the valve.